Event description:
The device was returned as it was reported that the device alarmed error code 46510 during testing. The results of the investigation confirmed the reported alarm. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the reported error code. The cause of the issue was a defective mainboard. The mainboard was replaced to fix the issue.